Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a smart flex stent (8x60 vas 120cm) was released, but difficulty was encountered during withdrawal causing the stent to not be placed in the correct position. There was no patient injury reported. The device was clinically used and will not be returned for analysis.

Manufacturer narrative:
Complaint conclusion: during a superficial femoral artery stenting procedure, the smart flex stent (8x60 vas 120cm) was released, but difficulty was encountered during delivery system withdrawal causing inaccurate stent placement. The product was stored, handled, inspected and prepped according to the (instructions for use) IFU. The black dotted pattern with a grey background was clearly visible on the temperature exposure indicator on the pouch. Nothing unusual was noted about the stent delivery system prior to use. The intended target lesion is severely stenotic, yet not calcified. The sheath introducer was a non-cordis device. The diameter of the unconstrained stent was 1-2 mm larger than the vessel diameter. No unusual force was used at any time during the procedure. There was no thrombus present proximal to, at, or distal to the lesion site. The procedure was completed using another product. The device was not returned for analysis. A product history record (phr) review of lot 43972 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The phr review does not suggest that the event reported by the customer could be related to the manufacturing process. The reported ¿stent delivery system (sds)-ses deployment difficulty, inaccurate placement¿ could not be confirmed as the device was not returned for analysis and procedural films were not received. The exact cause could not be determined. Vessel characteristics, as well as procedural and handling factors may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation, ¿during preparation, evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. If a gap between the catheter tip and outer sheath tip exists, open the tuohy borst valve and gently pull the inner shaft in a proximal direction until the gap is closed. Lock the tuohy borst valve after the adjustment by rotating the proximal valve end in a clockwise direction.¿ when introducing the stent delivery system, ¿if resistance is met during delivery system introduction, the system should be withdrawn, and another system should be used.¿ ¿if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to the stent or lumen. If resistance occurs during movement through the sheath, carefully withdraw the stent system. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. Use caution when crossing a deployed stent with any adjunct device. Prior to stent deployment, remove all slack from the catheter delivery system.¿ the phr review does not suggest that the reported event could be related to the manufacturing process of the device. Therefore, no corrective actions will be taken at this time.